Event description:
It was reported the device had premature battery depletion. It was extracted and replaced. The patient was stable.

Manufacturer narrative:
(B)(4). The reported premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench, and no anomaly was found. The reported noise was confirmed in the laboratory via review of the device image. The cause could not be determined.